Manufacturer narrative:
H2) device evaluation: d3: manufacturing plant address, city, and zip code updated. D9 - date returned to manufacturer: 1/30/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The reported issue could not be confirmed during delivery accuracy functional testing. The most likely/suspected cause of the customer reported problem was the latch lock assembly was loose. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock assembly, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the delivery was out of specification: 22.5-23.0 ml at 20.0 ml setting. There was no patient involvement, and no patient harm/adverse event reported.